Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion. Corrected data: b2, g1 additional data: h4.

Event description:
No additional information.

Event description:
It was reported that during a case using the spine guidance 4.0 software there was an inaccuracy which was confirmed by a fluoroscopy shot. There was a surgical delay and the procedure was completed successfully with no adverse consequences.